Manufacturer narrative:
This report is being submitted under alternative summary reporting exemption e2015054. This summary report is part of the 227 pilot program. 7 complaints were received during this report period. 3 were determined to be misapplication ((B)(4)). 2 showed no evidence of any device-related fault ((B)(4)). 2 were determined to be the result of manufacturing error ((B)(4)). All 7 reported devices are labeled for single use. None of the devices were reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes <noe> 7 </noe> malfunction events which are associated with the inability of a device and/or device components to expand or enlarge with the intended inflation agent these reports were received from various sources. Patient information was confirmed for 2 events. Age range: 53-65. 1 patient (B)(6).

Manufacturer narrative:
This follow-up report is being submitted under alternative summary reporting exemption e2015054. This summary report is part of the 227 pilot program. (B)(4).